Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 87 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer stated the battery compartment is corroded, close to top, right by where the bottom of the cap was. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.